Event description:
As reported by the exactech knee replacement study, the 72-year-old patient had a left tka on (B)(6) 2016. The patient presented with polyethylene wear w/evidence of osteolysis on (B)(6) 2021. The patient experienced swelling in left knee, surgeon reports this is due to the polyethylene wear which is visible on the x-ray with evidence of osteolysis. No action was taken and the outcome of this event is considered continuing. The case report form indicates that this event is possibly related to the device and definitely not related to the procedure. This event report is related to (B)(6) and was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
Concomitant device(s): 02-010-01-0240 - logic femoral ps cem left sz 4. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 200-02-38 - three peg patella 38mm.

Manufacturer narrative:
It was discovered that this case is a duplicate of (B)(4) and was created in error. Report 1038671-2021-00691 was submitted for this event.